Manufacturer narrative:
Image review: one media file was provided for review. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. Evidence shows that sometime after insertion of the delivery catheter system (dcs) across the aortic valve, the non-medtronic guidewire fractured and dislodged to the left ventricle. The cause of the guidewire fracture is unknown. Of note, medtronic recommends maintaining control of guidewire throughout procedure to ensure stable deployment and prevent injury to the ventricle wall: for all wires with a transition point, ensure transition point is held above the apex and pointing away from the ventricle wall; maintain strict fluoroscopic surveillance of the guidewire in the left ventricle. There is evidence that a new guidewire was inserted and advanced to the left ventricle while the fractured guidewire remained in the body during deployment of the valve. After the valve was released, a snare was used to retrieve the fractured guidewire and subsequently remove it from the body. The final angiogram revealed no evidence of ventricular perforation or aortic regurgitation/paravalvular leak. The patient¿s executive summary was not provided for anatomical review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evproplus-29 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date: na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, using a non-medtronic guidewire, the guidewire fractured and a portion of it remained in the left ventricle (lv). Subsequently, a new medtronic guidewire was used and the valve was successfully implanted. Following the implant of the transcatheter valve, a snare was used to remove the portion of the non-medtronic guidewire that remained in the lv. No patient complications have been reported as a result of this event.